Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Device was evaluated by an independent repair center.

Event description:
Provider states unit no audible alarm. Yellow lights come on. Flow meter ball fluctuates.